Event description:
During laparoscopy with lysis of adhesions and completion of appendectomy, the pt received a "full thickness", per dr., burn. The burn occurred at all areas the trocar was touching which included the skin inside the incision.